Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient woke up feeling normal getting ready for work. Before she went to work around 7:45 am she took a bg reading which was 160 mg/dl and the cgm reading was more than 200 mg/dl but she cannot remember the exact values. When she arrived at work, around 8:15 am she calibrated her dexcom device and then the cgm values started to drop (there were no cgm values reported at that point). The patient started vomiting and she was shaking while she was at the office. Around 11:45 am she started taking glucose tablet. She decided to leave at work early around 12 noon, and on her way home at the car she self-treated with some candies, and after around 12 pm she arrived at home and all she remembered that she was still able to walk towards her front door and managed to enter and then she experienced seizures and lost consciousness. Her son came back home from work around 7 pm and called 911. The patient was taken to the emergency room. At the hospital they took a bg reading which was around 32 mg/dl. The patient was admitted in the ICU. After 2 days she totally recovered her consciousness, that day she was transferred into a regular room for 4 days and was under observation in the hospital. After 4 days she was discharged and went home. At the time of the report the patient was still recovering with her injuries from seizures. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.